Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the plastic at the top of the reservoir broke and is unable put the reservoir in there anymore. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.